Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm the hrm task did not grant motor power in reasonable time alarm due to critical pump error alarm.

Event description:
The customer reported via phone call that the insulin pump had a pump error and auto mode shut off. Customer completed troubleshooting. Customer performed displacement test and self test which both passed. Blood glucose level at the time of the call was 248 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.